Manufacturer narrative:
Approximate age of device ¿ 3 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a non-recoverable hemorrhagic stroke secondary to a low, non-therapeutic inr that was treated with enoxaparin. The pump was turned off on (B)(6) 2018 and the patient expired. No further information was provided.

Manufacturer narrative:
(Expiration date). Manufacturer's investigation conclusion: the device was not explanted and was not available for evaluation. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The heartmate ii lvas instructions for use (IFU) lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.